Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, at the moment of implantation of the lens, the iol has not been folded properly and the haptic was stuck between the cartridge and insertion element. Therefore, the iol with was implanted into the eye with a torn off haptic. The iol was removed during the initial procedure. Additional information was provided that the operation was completed without implantation. A secondary lens implantation is planned.

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).